Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) and the patient had experienced dizziness as a result. Reprogramming was performed but did not resolve the oversensing. Pacing to the left ventricle had to be turned off to avoid the twos. The lead remains in use with oversensing present regardless of sensitivity, pacing or sensing polarity, output, pacing configuration or post-pace blanking. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.